Event description:
It was reported that the patient presented in clinic for follow up when noise was observed on the lead and device. No programming changes were made at the time. Patient was stable and monitoring will continue.